Event description:
On (B)(6) 2025, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient discharge of odorless and colorless fluids from the stoma site with granuloma. The patient was treated with cefaclor, completed on (B)(6) 2025, for the discharge and topical silver nitrate for the granuloma. The device remains implanted.

Manufacturer narrative:
A2: partial date of birth reported as november 1957. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.